Event description:
Information was received from a patient regarding their neurostimulator implanted for spinal pain. It was reported by the patient that they felt a jarring/shocking sensation when they leaned back in their recliner. The patient stated that they didn't know what caused the shocking and wasn't sure if one of the wires had moved or if they had moved their head back too far. The patient indicated that their leads were placed in the cervical region of the spine. Patient services re-directed the patient to their healthcare provider. Upon turning the device on, the patient indicated that they were feeling comfortable stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.